Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Customer changed the pump supplies to address the alarms and elevated (bg). Customer successfully resumed insulin therapy on the pump.